Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had infection after the second implant. The patient had been in and out the hospital for the past two years. The patient was doing ok now, and was thankful for the therapy. The patient noted that their device was the best thing that happened to them.